Manufacturer narrative:
Submit date: (B)(6) 2018. An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that blood leaked from tip of the syringe while 3ml syringe was used to attach cathlon. Patient had to be re-needled and a new syringe was used.

Manufacturer narrative:
An investigation of the reported condition was completed. The device history record (DHR) for lot 722921 indicates that there were no defects were found in 300 visual samples and zero defects were found in 60 physical samples inspected from the lot. There were no non-conformance reports (ncr)¿s issued on this lot. There were no samples returned with this complaint. The reported condition could not be confirmed without an actual sample to evaluate. The complaint shall be reopened if a sample is received. The exact root cause of the reported condition could not be determined because the reported condition could not be confirmed as no samples were received to evaluate. A 6m analysis was conducted and different factors that may contribute to a cause for the reported condition were listed and reviewed. No evidence was found to identify either an exact or a most likely root cause. However, if any of the mentioned factors in the 6m fail, due to special/unknown/unregistered situation, it is probably due to an impact on the barrel/plunger assembly functionality causing the plunger/rubber stopper to not seal properly when drawing up medication into the syringe. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for damage. The lot met all defined acceptance requirements and was release.: based on the information available and the investigation findings, a corrective and preventive action (CAPA) is not deemed necessary at this time because a specific root cause could not be identified and a trend was not identified. This information will be utilized for trending purposes to determine the need for corrective actions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
<(>&<)> To change samples received after the supplemental filing and summary: there were two samples returned with this complaint. One unsealed syringe returned from lot 722921; no visual defect found and passed luer taper test. The other syringe is attached to the cathlon and there is dried blood in the tip therefore we are unable to perform leak or luer testing. No visual defect was noted. The reported condition could not be confirmed. The exact root cause could not be determined through a review of the equipment, returned samples or the complaint investigation. The syringe assembly process is controlled and validated and should not damage components, also the reported condition was not confirmed during the analysis of returned samples. So, no evidences were found to identify neither an exact nor a most likely root cause; however, if any of the mentioned factors above fail, due to special situation, it is probably to impact the barrel/needle assembly functionality causing leaks on luer tip. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for damage. The lot met all defined acceptance requirements and was released. Based on the information available and the investigation findings, a corrective and preventive action (CAPA) is not deemed necessary at this time because a specific root cause could not be identified and a trend was not identified. This information will be utilized for trending purposes to determine the need for corrective actions. If information is provided in the future, a supplemental report will be issued.